Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer treated the high blood glucose with the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer stated she tried to insert an enlite sensor but the previous serter did not release. The customer stated that they pulled the sensor with the serter. The serter did not release properly. The customer was shipped a new serter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required, unable to perform insertion test due sensors being opened/used.